Manufacturer narrative:
(B)(6). There are 2 mdrs being submitted for patient identifier (B)(6). Complaint conclusion: the device was returned for analysis. No device positioning unit (dpu)/coil protrusion outside the sheath was found. The coil could not be advanced outside the sheath without using ultrasonic due to severe coil damage. As viewed through the sheath, proximal coil damage was found. Except for the proximal coil damage, the remainder of the coil was undamaged. The majority of the damage was compression and buckling in appearance. The coil¿s socket ring had been pushed proximally down inside the pet angle ring. There was a flat area of the ball tip¿s radius. Located off the ball tip for a lengthy of 1cm primary winds were multiple points of compression on the coil. The coil was returned severely damaged. This coil did not protrude outside the sheath. The evidence strongly suggests that distal interference contributed to the resistance felt during coil advancement. This interference most likely produced the severe coil damage found inside the sheath. The source of this interference cannot be determined. In addition; without the return of the sl-10 microcatheter and the hemostatic valve used in the procedure, it cannot be determined if these components contributed to the complaint event. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
During a coil embolization procedure of an internal carotid/posterior communicating artery aneurysm, two deltaplush coils could not be pushed through the introducer sheath and herniating out through the sheath. Analysis revealed that both coils were damaged. There was no serious injury or need for intervention as a result of the event.